Event description:
It was reported that the patient's blood glucose level reached 324 mg/dl (18 mmol/l) while wearing the pod between 49 and 79 hours. Investigation of the pod found bent cannula. The device was originally reported for unsure if insulin was being delivered.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. This damage did not prevent the flow of insulin during investigation. The timing and cause of this damage could not be determined. It could not be determined if this damage contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: unknown please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.